Event description:
It was reported that the device had difficulty converting an arrhythmia. The patient had a ventricular fibrillation episode which required multiple shocks to convert. There was some undersensing post shock which added about ten seconds to the time of therapy. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.